Manufacturer narrative:
H6 - health effect - impact code reported as 4627 in supp1 - update to 4628. Claim # (B)(4).

Manufacturer narrative:
Additional and corrections: additional information: b1 - reported as product problem - update to adverse event. B3 - date of event (B)(6) 2023. B5 - the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.50/5.0/060 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Refractive surprise was observed. On (B)(6) 2023 the lens was repositioned and the problem was resolved. Reportedly, eye is quiet and lens in position at desired axis. Patient and doctor are happy. D6a - (B)(6) 2023. H6 - health effect - impactt code reported as 2199 - update to 4627. Correction: a1 - reported as (B)(6). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.50/5.0/060 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Refractive surprise was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, b3 - unk, d6a - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)